Manufacturer narrative:
B3 date of event: the exact event date is unknown investigation summary: with all the available information, boston scientific was unable to identify a device malfunction. The reported patient symptoms are known risks associated with inflatable penile prosthesis and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, and functionally tested, no visual damages were found upon inspection. The pump passed all tests performed. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had small leaks in the proximal cylinder bodies that was the result of a sharp instrument damage which probably occurred during the explant surgery; holes and tool marks were present on the outer tube. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Both cylinders were not pressure tested due to leak that was identified. The reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of migration, infection, pain, and perforation were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pain after the inflatable penile prosthesis (ipp) implant surgery. Over time the pain got worse, an infection was diagnosed. In addition, the ipp pump slowly started to extrude out of the scrotum over time and was visible outside of the skin at the time of the explant. The device was explanted and a washout was performed. A malleable prosthesis was implanted. The patient fully recovered.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced pain after the inflatable penile prosthesis (ipp) implant surgery. Over time the pain got worse, an infection was diagnosed. In addition, the ipp pump slowly started to extrude out of the scrotum over time and was visible outside of the skin at the time of the explant. The device was explanted and a washout was performed. A malleable prosthesis was implanted. The patient fully recovered.